Manufacturer narrative:
(B)(4). An intuitive surgical inc.(isi) technical field specialist (tfs) visited the site and replicated the customer reported error and replaced the cfg, acp to resolve the reported issue. The cfg, acp is a printed circuit board (pca) one of five that resides in the patient side cart and controls/monitors a particular sus axis or cart drive (left or right). Isi internal failure analysis investigation received the part and replicated the field reported error. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, while homing the system, the site encountered a 32021 system error. The customer rebooted the system and the system error did not return. The customer proceeded with preparation for the procedure by placing the patient under anesthesia and placing the port incisions. The da vinci system was then docked to the patient when the system error 32021 recurred. The customer attempted to reboot the system, however the error persisted. At this time the surgeon decided to convert the planned surgical procedure to a laparoscopic procedure.